Manufacturer narrative:
Follow-up # 1: date of submission: 08/08/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 07/15/2016 with the following findings: during investigation, the pump powered on with a blank display and a cs 069 call service alarm that would not clear. Further testing was not able to be performed due to due to cs 069 alarm. The pump¿s cover was removed and no intermittent condition was found to the printed circuit board. Evaluation revealed that the eeprom component had failed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in an inability to use the product which may lead to long term cessation of delivery.